Manufacturer narrative:
It was communicated that the product won't be returned for evaluation.

Event description:
It was reported that a revision surgery was performed due to dislocation. It was communicated that the surgeon did not think of it as a product failure and it was caused by the leg position of patient.